Event description:
Patient reported "sclerotic implant capsule with chronic inflammation with small foreign body granulomas (enclosing refractile isotropic material)". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22jul2024.

Event description:
Patient reported "sclerotic implant capsule with chronic inflammation with small foreign body granulomas (enclosing refractile isotropic material)". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: granuloma.

Event description:
Patient reported "sclerotic implant capsule with chronic inflammation with small foreign body granulomas (enclosing refractile isotropic material)". The device has been explanted. This record relates to the right side.